Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, dyspareunia because of tightness, urethral band syndrome, urinary frequency, vaginal band with exposed mesh (foreign body in patient), discomfort, abdominal pain, ovarian cyst, pelvic pain, nausea, low blood pressure, elevated heart rate, urinary incontinence, vaginal scar, adhesions, vaginal pain, difficulty initiating urination, serous cystoadenoma, hydrosalpinx, paratubal cyst, bladder problems, bladder spasm, dizziness, pressure, burning sensation, hazy urine appearance, leukocytes/bacteria in urine, low calcium (electrolyte imbalance), low red blood cell count/hematocrit/hemoglobin, gram negative rods/escherichia coli in urine (bacterial infection), high white blood cell count, non-surgical and additional surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(4).